Event description:
Almost 10 years ago, I had my healthy but moderately shortsighted eyes treated with epi lasik. It left me with decompensating exophoria and a horrific loss of contrast sensitivity. I was also left horribly longsighted and with other sight problems. My sight is now getting worse. I was left with permanent dry eyes and blepharitis and am in constant pain. The eye pain and pressure on my forehead, together with my ruined sight has left me wanting to end my life. I have ptsd and rsss, yet I never had mental health problems before, and used to be very healthy. It has ruined my life.